Event description:
It was reported that the vertical lift column on the 9800 system would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The key-switch was found in the wrong position during the device call. The system was found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.